Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment, patient outcome and action taken with pd therapy were not reported. It was reported that the patient was in the hospital for the event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.